Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the errors occurring on all electrodes was not determined, and indicated the most likely cause was a lead fracture. The reported that the cause of not being able to increase beyond 0.6ma was not determined, and indicated the most likely cause was a lead fracture. The reported the cause of not achieving stimulation sensation was not determined, and indicated the most likely cause was a lead fracture. These issues were not yet resolved, and would be confirmed in the presence of the rep on 2026-feb-09.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that a lead fracture was not confirmed at the appointment on (B)(6) 2026. The rep noted that an impedance measurement and electrode setting adjustment were performed, and the stimulation sensation was felt after the electrode adjustment. The rep reported the electrode errors were not resolved. The rep reported that the issues with the inability to increase beyond 0.6ma and the issues with not achieving stimulation sensation were both resolved by the electrode setting adjustment.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 978a128, lot# va2xwy9, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's therapy application could not be increased beyond 0.6ma. On (B)(6) 2026, resistance values were measured during an outpatient visit. Errors occurred with all electrodes, and all combinations of electrodes were tested, but the output could not be increased beyond 0.4ma, and no stimulation sensation was achieved.